Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Physician instructed customer to have pump replaced. Troubleshooting was performed and pump programming and function appeared to be normal.